Event description:
This css console was not on a pt. Customer reported that during routing console checkout, the css console would not pass calibration.

Manufacturer narrative:
The css console was evaluated at the hospital by a syncardia service technician, and a copy of the technician's field service report is attached. In addition to making adjustments to pilot pressure within parameters set forth in the css user manual and examining the left clippard valve, the technician disassembled and inspected the left humphrey valve. All components appeared normal and clean. The humphrey value spring tension plays a part in determining dp/dt values. The conical spring was replaced in the humphrey valve, and the humphrey valve was reinstalled in the css console. Thereafter, a successful console test validation protocol was performed. The issue was resolved on site and the actions performed by the syncardia service technician were verified to be effective by successful conduct of the console validation test protocol. A review of the console device history record revealed that the console was serviced in 2008. No calibration issues were reported during servicing, and the console passed all production and quality testing prior to release. The console also passed a field checkout performed by hospital personnel, approx four months later. This alleged failure mode has no impact on a pt because the console was not supporting a pt when the issue was observed. In addition, it does not prevent the ability of the css console to perform its life-sustaining functions, because the css console has a redundant, backup controller, and redundant system performance was not affected.